Manufacturer narrative:
H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
H6-clinical code 4581- severe distending sensation; dizziness. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -4.00 diopter was implanted into the patients right eye on (B)(6) 2023. Blurred vision; severe distending sensation;pain; dizziness was reported after surgery. On (B)(6) 2023 the lens was repositioned then on same day removed and the problem was resolved. The cause is reported as unknown.